Event description:
Based on the information received on (B)(6) 2017 the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from the other non health care professional. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and after unknown latency the patient experienced hematoma and lot of fluid, also, device malfunction was identified for the reported lot number. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the 6 ml once (lot number: 7rsl021 and expiration date: 31-may-2020) for knee pain in the right knee. On an unknown date in 2017, unknown latency of receiving the injection the patient developed a hematoma with a lot of fluid. Patient had to go to emergency room (ER) to get it aspirated and it resolved. Corrective treatment: aspirated for lot of fluid; not reported for hematoma outcome: recovered for both the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) seriousness criteria: important medical event for device malfunction. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented additional information was received on (B)(6) 2017 (processed with clock start date of (B)(6) 2017). Global ptc number and ptc results were added. An additional event of device malfunction was added with details. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 4-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced hematoma and effusion. Although exact event dates are not reported however, based on reported information a temporal relationship cannot be ruled out with the product administration.. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.